Event description:
It was reported that a merlin.net transmission indicated that there was high out of range pacing and hv impedance on the atrial, rv, and lv leads. Noise and an absence of sensing were also noted upon review of egms. It was subsequently reported that patient presented to the hospital after receiving inappropriate hv therapy. The leads remain implanted but the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of noise, high pacing and hv lead impedance, and loss of sensing was confirmed in the laboratory. Noise was observed via review of stored electrograms. During initial bench testing, high pacing and hv lead impedance measurements were observed. The cause of the noise, high pacing and hv lead impedance measurements, and loss of sensing was transistors on the sensing circuitry intermittently turning on and off. The root cause could not be determined.